Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify, when the device locked after the fourth or fifth firing, was the device locked on tissue or a vessel? If yes, how was the device removed from the patient?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and locked after the fourth or fifth firing. After the device was removed from the patient and another device of the same code was opened, the device unlocked. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, when the device locked after the fourth or fifth firing, was the device locked on tissue or a vessel? On cystic duct or artery. No further information at this time. Did the device eventually open allowing for removal off the vessel/artery? Was the device cut out or pulled off the vessel/artery? It was reported that the surgeon was eventually able to open the device and used a new one.

Manufacturer narrative:
(B)(4). Batch # n92f2z the analysis results found that the el5ml device was returned with no damage in the external components and 3 clips malformed inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.